Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic endometriosis. It was reported that short circuit error occurred. After few minutes use, a part of the ptfe pad of the device fell off inside the patient. The part of the ptfe pad was retrieved from the patient. There was no patient injury reported. The procedure was completed with the same set of equipment.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10009 to provide additional information based on the evaluation of the device. Lot # of section was filled. The device manufacturer date was identified and filled. The subject device was returned to omsc for evaluation. As a result of the evaluation on december 5, 2016, omsc confirmed that there was no abnormality in the ptfe pad of the subject device. When omsc performed probe check, no error occurred. The manufacturing record was reviewed with no irregularities. There was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore omsc are retracting this MDR. This type of an error is most likely related to the operator's technique. Based upon the past similar case, it was known the following: a short circuit error occurred due to activation with saline or blood attached on the probe tip and the jaw.